Manufacturer narrative:
The caregiver did not clasp the chair's seat belt or pelvic harness. The product manual clearly states: "to prevent falls, strangulation, head entrapment or other injuries, always use seatbelt or pelvic harness when the tray, chest straps, thigh belt, mini trunk support, or butterfly harness are in use".

Event description:
It was reported that the user was sitting in the chair with the tray in place when the tray latch broke. The caregiver had not clasped the seat belt, so the user fell out of the chair. The user was not hurt.